Event description:
There was a visible long hair in the sterile packaging. Event did not occur during surgery, caused no delay. On (B)(6) 2015, per affiliate: please be advised that the alert date was (B)(6) 2015 as updated by the sales rep.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.